Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient friend or family member reported that the patient was having issues with the device, about six months ago, they were unsure if it was the internal or external components. They were having difficulty recharging however they were unable to clarify if it was the recharger or connection with the implant. On (B)(6) 2016 it was noted that they thought that there was more of a problem with the device holding a charge. They did not know when the patient last charged or if they were feeling stimulation at the time of the report. On (B)(6) 2016 it was reported that they were not able to charge. They were not getting connection with remote or recharger. On (B)(6) 2016 it was stated that they had found an orthopedic physician in town as well as that they did not have any details on the device not holding a charge. Other relevant medical history includes degenerative disc disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease. Additional information received reported a suspected overdischarge condition. It was reported that the patient had a successful recharge about 6 month to year ago. The manufacturing representative imitated a physician mode recharge steps. Troubleshooting steps were initiated and the patient was told to clear power on reset (por) as soon as ins was 25% charge. It was reported via the manufacturer representative that they were able to trickle charge the first hour, but it wasn't successful on pulling battery out of over discharge state. Patient then needed to leave and the plan is to meet back with the patient during the week of (B)(6) and continue with another hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.